Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that patient presented with an infection a week after he underwent unknown procedure, weeks later on july he was hospitalized due to cellulitis on left anterior leg.